Event description:
It was reported that patient experienced difficulties charging the ipg. Reportedly, the patient could easily palpate the ipg, and it appeared to be tilted. Attempts to troubleshoot were unsuccessful. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was repositioned. The issue was resolved post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.